Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed that the implantable cardiac monitor (icm) exhibited a diagnostic anomaly, where a tachycardia alert was present; however the episode count was zero and the tachycardia electrogram (egms) were unavailable. No changes or intervention were reported. No patient consequences were reported.